Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional additionally reported "tissue with chronic inflammation." Device has been explanted.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional additionally reported "tissue with chronic inflammation". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell. A visual and micro analysis was performed which identified: sharp broken and missing shell (0-25%). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening; missing shell due to inconclusive.